Manufacturer narrative:
The technician found a loose ground wire in the power cord plug. The technician tightened the ground wire in the power cord plug to resolve the issue.

Event description:
The technician alleged that the bed had a high ground reading. No patient impact.